Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 240 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk; unable to perform the a21 error test also, unable to verify a33 alarm or prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump passed the displacement test. The insulin pump had normal operating current and passed self test and off no power test. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.